Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Suture loose outside the tray. It's reported that the suture is loose and outside of the tray, it is inside of pouch seal. Enclosed please find the photo. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened overwrap packet was received for analysis. Product code 8735h. Upon visual inspection of the returned sample, it was noted that a section of the suture was trespassing the seal area of the overwrap package. In addition, the blue dye leak test was performed, and the integrity of the packet was not compromised. Also, one photo was provided and observed the same condition of the returned sample. Based on the information currently available, suture in the seal area was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.